Event description:
Provider alleges unit is broken and not working. No injury alleged. Invacare prid#: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).